Manufacturer narrative:
(B)(4). The action taken with dianeal 1.5% and fluconazole was discontinued. Dianeal 2.5% and extraneal were ongoing with respect to event hepatitis b. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was reported as "patient's immune status"; however, this could not be medically clarified, therefore, the event was assessed as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal vancomycin (dose and frequency not reported) for peritonitis. Three days later the vancomycin was discontinued and the patient was switched to intraperitoneal cephazolin (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient continues on antibiotic therapy and remains hospitalized and is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Dianeal 2.5% and extraneal 7.5% therapies were discontinued. Peritoneal therapy was changed to dianeal 4.25%. The patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Five days prior to receipt of this report, the patient was discharged from the hospital. Two days later, treatment with fluconazole was discontinued. At the time of this report, the patient continued the treatment with ambulatory amphotericin and it was reported that the peritoneal catheter would be changed next week. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced fungal peritonitis (previously reported as bacterial peritonitis). Dianeal and extraneal therapies were ongoing. On an unreported date in the same month as the event onset, the cephazolin treatment was discontinued and the patient began treatment with amphotericin (intravenous, dose, frequency, and duration not reported) and fluconazole (oral, dose, frequency, and duration not reported) for fungal peritonitis. At the time of this report the patient was recovering. Should additional relevant information become available, a supplemental report will be submitted.